Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery during prime. Troubleshooting was done. During troubleshooting, the customer reported that insulin did exit. Troubleshooting was not completed the customer reported that the issue had been resolved. The customer was advised to change the infusion set of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).